Event description:
The customer reported that due to the change of speed and a bad setting, the midwives thought the fetus was suffering and decided to perform a c-section which resulted in the infant expiring.

Manufacturer narrative:
The customer reported that due to the change of speed and a bad setting, the midwives thought the fetus was suffering and decided to perform a c-section, after which the baby died. Philips medical systems investigated the issue as described and determined there was no evidence to support a device malfunction. R & d performed an analysis of the error log and verified that the battery maintenance were ok. The review of the error logs found several user issues, including use of non-philips paper with the device. Therefore, we can only determine that the monitor functioned per product specification. The customer does not claim a product malfunction. The available info does not support that the cesarean section was necessary or that any user error regarding the paper speed setting impacted the outcome of the baby. No further action or investigation was warranted.